Event description:
Device malfunction: broken tip. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during the procedure in an unspecified vessel, the tip of the versacore guide wire broke but remained attached to the core of the wire. The guide wire with tip attached, was removed from the pt's anatomy with no portion of the wire remaining in the anatomy. A second versacore guide wire was inserted and was used successfully. There was no adverse pt effect. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the ht versacore guide wire was not returned for eval; therefore, device analysis could not be performed. Breakage of the guide wire at the tip may occur when the core is subjected to tensile or torsional loads beyond the design limits causing the distal tip to separate. If the coils are intact, the core of the guide wire would be held together by the coils as reported. Typically, the fracture site morphology of the core breakage shows that the core was exposed to forces consistent with those applied through pulling, torquing and/or manipulation. A guide wire being over pulled or over torqued typically requires the tip to be trapped within the anatomy or another device in order to create the required forces to damage the guide wire. There was no definite indication in the case description that would have caused the guide wire to become trapped; however, pt anatomy, lesion morphology, and/or resistance between products can all be contributing factors. Manufacturing performs a non destructive tip pull test on each guide wire, and performs outer diameter inspection prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A conclusive cause for the reported breakage of the device could not be determined. The lot number was not identified; therefore, a device history record review could not be performed.